Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 111 mg/dl, and the meter bg reading was 456 mg/dl and a second cgm bg reading was 106 mg/dl and the meter bg reading was 466 mg/dl and a third cgm bg reading was 136 mg/dl and the meter bg reading was 383 mg/dl and a fourth cgm bg reading was 98 mg/dl and the meter bg reading was 372 mg/dl and a fifth cgm bg reading was 70 mg/dl and the meter bg reading was 346 mg/dl and a sixth cgm bg reading was 90 mg/dl and the meter bg reading was 341 mg/dl. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.